Event description:
It was reported to philips that the system did not starting up and it was stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment/non-emergency treatment. The procedure was completed by restarting the system. A philips remote service engineer (rse) examined the system remotely and confirmed that system does not boot up. Review of the log files shows occasional ip pc errors, most likely cause is power supply issue. The onsite service was not requested because the problem was remedied by the customer after a cold reboot of the system. The system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to boot up issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.